Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event that resulted in a car accident. The patient reported that he had a low while he was driving which he was unaware of. He was on the freeway and started swerving across all 4 lanes of traffic, veered off onto an exit ramp, went off the t at the end of the exit ramp and crashed, nose first. The patient did not suffer any injuries; however, he had aches and pains. At the time of contact the patient was in good condition. There was no alleged malfunction against the dexcom system. The patient stated that he was not wearing his dexcom system at the time of event because the clip broke off of his carrying case. No additional event or patient information is available.